Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was loaded and placed into the patient's eye. While insertion it was noticed that the optic came out but the trailing haptic was amputated at the base of the injector. The optic was cut out in two pieces and removed. A back up lens was used with no issues. The physician attributed the issue to difficulty assembling the inserter. The incision was minimally enlarged and no sutures were required. The outcome of the patient is good.

Manufacturer narrative:
The product was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information a root cause for this report event could not be determined. However, the loading of the lens is essential for the performance of the injector and its cartridge. Issues during the loading process may easily lead to torn haptics indicated by the hard plunger rod and the neglecting of the loading instructions.